Manufacturer narrative:
The device remains in service. A request was made for the field representative to provide a resolution to the case. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this pacemaker stored two episodes showing noise that was oversensed, resulting in greater than two seconds of asystole. No patient symptoms were reported; the episodes were stored at 4:30 am. It was noted the right ventricular (rv) lead was a competitor's model, implanted in 2003. Further troubleshooting was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Despite efforts, no additional information was able to be obtained. Evidence indicates the pacemaker remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.